Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room experiencing a heart rate of 30 pulses per minute. The patient complained of experiencing shortness of breath for the past couple of weeks. Upon interrogation, the pulse generator exhibited backup vvi operation. The patient noted that she had not had her pacemaker checked for a long time. On (B)(6) 2016 the device was explanted and replaced. The patient was doing well post surgery.